Event description:
It was reported that pump malfunction occurred with malfunction code appearing on display and no notable events happening beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue happened again, which customer acknowledged and understood.